Event description:
Caller reported experiencing an alarm 2 followed by alarm 26 due to an occlusion issue with the infusion set site. There was no adverse impact to the customer¿s blood glucose level, which remained at 8.6 mmol/l. The customer worked with technical support to troubleshoot the issue, which involved adjusting the tubing and delivering a bolus, and confirmed there was no blockage in the cannula. The customer understood that factors like an inflammatory response or scar tissue might cause such occlusions and successfully changed supplies to resume insulin therapy.